Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate initially. Customer stated they filled the cartridge with 300 units. Reportedly, the insulin gauge was correct at the time of the call. There was no impact to the customer's blood glucose level.